Event description:
Customer reported receiving a reading of 111 mg/dl on their freestyle blood glucose monitor. The reference reading of 33 mg/dl was rec'd on a lab draw. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). This is an initial report. The meter has been returned and an investigation is in progress. A f/u report will be filed once investigation results are available.